Manufacturer narrative:
On april 1, 2021, mentor received additional information indicating that the patient had undergone bilateral replacement with the following devices: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9535386 sn: (B)(6) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9512449 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a 350cc mentor siltex round moderate profile saline breast prosthesis on the left breast, suffered left breast implant deflation, post-procedure. When asked if deflation was spontaneous or if they experienced any trauma, it was reported that it was from a seat belt in a car accident. The deflation was diagnosed during an in-office visit. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On march 9, 2021, the mentor failure analysis lab received the device for evaluation. On march 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.7 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).